Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer stated that he was getting the error code 120.4540. The customer also stated that he replaced the power supply board and now he's getting a different error code. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: on hearing what the customer stated about that he replace the power supply board and now he's getting another error and he wanted to know what he should do next. I asked the customer is he using 3rd party batteries. The customer said yes. I inform the customer that 3rd party batteries burn out the power supply board. The customer stated that he would just send the 8015 in for repair. I then transfer the call so that he could get an rga. (B)(4).